Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted revealed no external power alarms that looked to be from 14:43:44 to 14:44:17 on (B)(6) 2022. The patient reported alarming low battery and replace power initially while connected to the mobile power unit (mpu). Further review of log files submitted presumed damage internally to the black cable wires; therefore, the patient's system controller was exchanged in clinic and no further alarms reported. Related manufacturer report number: 2916596-2022-10255.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit, serial (B)(6), was not returned for analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had a v-lock power cable connector. The power cable did not came loose from the device itself or wall outlet. There was no loss of power to the house. The mpu was not replaced and was tested several times functioning as intended.